Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.the reason for call was patient reported the controller screen keeps going white and shutting off the stimulation since saturday. Patient stated they reset the controller and a screw fell out of the controller. Patient provided new address. Patient mentioned they had several falls and three of the leads are causing pain, so she is only using one lead and medtronic representative told her there is a lot of scar tissue around the implant area and they are concerned that might be impeding the ability to charge the implant. Agent asked clarifying questions and patient said the implant is charge and controller show implant is off when implant is shut off by itself. Patient stated they have been having trouble charging the implant since dec 2024. Patient services assisted patient with resetting the controller, after resetting, the controller power on. Controller shows no device found and patient said they charge up the implant to 90% last night and the controller was at 100%. Patient stated they are still having issue charging the implant even with the new recharger device she received. Patient service asked patient to connect with the recharger and controller show passive recharge screen with low and high numbers in the 40s. Agent asked clarifying questions. Agent reviewed device function and recommend patient consult with hcp ofc for next step. Agent reviewed the meaning and process of passive recharge screens. Agent reviewed devices are functioning as intended. Patient asked to have the controller replace and they will consult with hcp ofc. Agent confirmed there is no visible damage on the controller itself. Controller showed information and power on. The issue was not resolved. A request was sent to the repair department to replace the controller device.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that cause of the issue" rep did everything they possible could and found no cause as to the pain was having from the device. Much troubleshooting and re-programming external hardware replaced. Action taken or planned to chose to have the device removed. I will be getting a pain pump.